Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the distal left main artery to the proximal circumflex artery. A non-bsc guide wire and guide catheter were advanced. A 2.50mm x 12mm emerge balloon catheter was used to dilate the target lesion. When the 2.50mm x 12mm emerge balloon catheter was removed, the non- bsc guide catheter caused a dissection in the left main and circumflex artery. The procedure was not completed. The patient went to surgery for quadruple bypass. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Age at time of event: "about 50." Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).